Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2015, the reporter contacted animas, alleging a rewind (motor) issue. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the device caused or contributed to an adverse event.

Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 06/16/2015 with the following findings: no battery cap returned. All testing performed with a test battery cap. There was a battery compartment crack observed below grip pad. Black box dates from (B)(6) 2015. No motor "rewind" errors observed in black box or alarm history. The pump was exercised for 24 hours with no reboot, loss of power or call service alarms duplicated. During investigation, performed multiple ¿load step¿ functions to exercise motor. No motor "rewind" errors observed. The pump case was removed. No evidence of moisture contamination or loose components identified inside pump.